Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing as it relates to measurement accuracy. The unit was found to visually and audibly alarm during alarm conditions. Internal inspection showed the battery measured at 1.5v when the expected voltage should be approximately 6.4v. The battery was placed on a charger and caused a charge error due to a faulty battery cell. A known good battery was installed and the device functioned as designed. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues related to this reported event.

Event description:
The customer reported the sensor is not reading correctly. No patient impact or consequences were reported.